Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for peripheral neuropathy reported via the manufacturer's representative (rep) they woke up in the middle of the night on (B)(6) with strong stimulation and shocking. The implantable neurostimulator (ins) was confirmed to be off, yet the patient was still feeling the strong stimulation/shocking sensation which hadn't stopped. It was again confirmed the ins was off and it had been turned down to zero volts but the patient was still feeling shocking. The change in stimulation was not related to positional movement since the patient experienced the shocking sensation when they were sitting up and lying down. It was confirmed there were no recent overdischarges. The rep. Met with the patient on (B)(6) but didn't know what was causing the sensation while stimulation was off. Both the rep. And physician believed it wasn't stimulator related. The patient unfortunately never had satisfactory pain relief even after reprogramming had been performed multiple times over the years. For now the decision was made to leave stimulation off as they didn't want to revise at this time. The manufacturer's representative (rep) further reported that she met with the patient for a programming session. During the programming session, the rep turned the stimulation on when it was set too strong and caused the patient to jump. At the time, they turned the stimulation down and resolved the issue. Since that appointment, the patient had been experiencing a tingling sensation in the left leg and this was stated on (B)(6) 2016. Since (B)(6), the patient had the stimulation off. The rep wanted to know if the symptom could be related to the programming or to the stimulation. This tingling sensation in the left leg occurred suddenly. Impedance measurements were not taken. The patient had the stimulation off yet felt stimulation in the foot. The patient was scheduled to see the doctor on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) on 2016-03-10 stating that they were trying high density (hd) stimulation with the patient, and they would be checking back in a few weeks.